Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2 reference MFR report: 3008829311-2016-00022. The patient is implanted with 2 leads (from the same lot) as part of her drg stimulation system. It was reported the patient's lead and ipg incision sites were not healing. Surgical intervention was undertaken on (B)(6) 2016 in order to add an additional lead (reference MFR report: 3008829311-2016-00020) and at that time the ipg pocket was reopened and then closed again. The patient's lead and ipg incision sites continue to heal and no further interventions are planned at this time.